Event description:
It was observed during the device inspection, that the tracheal intubation videoscope exhibited the coating on the connecting tube has peeled off (1mm2 or more). There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, as the device was not returned to the plant, the reported malfunction could not be reproduced. The likely cause could be due to stress during use, external factors, or handling. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). We have confirmed that the inspection method for the incident is described in "chapter 3, preparation and inspection, 3.2 preparation and inspection of the endoscope" in the visera laryngeal videoscope lf-v instruction manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.